Event description:
It was reported that the patient was dissatisfied with placement of the ams 800 artificial urinary sphincter (aus) balloon. The existing aus cuff and balloon were removed and replaced with new components.